Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes for this report include hwc. The complainant part was not explanted and, therefore, is not available for return/evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the wrong nail was used during a trochanteric fixation nail (tfn) procedure, which a patient underwent due to a hip fracture. The legacy style tfn nail was provided for use in error along with tfn advanced (tfna) inserter set. There was an approximate delay of one (1) to two (2) minutes as there was some difficulty getting the nail onto the inserter. The procedure was successfully completed without further incident. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.